Event description:
A consulting physician reported a pt who received her first treatment in early to mid february 1998 in the forehead lines and glabella; exact date not known. On 23 feb 98, the pt phoned the physician and stated that she had redness and swelling in all treatment areas; exact date of onset unknown. On 3 mar 98, the pt reported a flare of symptoms; oral prednisone was prescribed. The physician had not yet examined the pt but believed that the pt had developed a hypersensitivity.